Manufacturer narrative:
Upon inspection the stuck forceps elevator was not confirmed however there was a foreign material observed inside the device. Further inspection of the device found the additional failures; the distal sheath adhesive is missing, and the distal sheath shows signs of wear, the connecting tube is dented, the control unit, grip, and the control knobs were dirty, the cord and the plastic distal end cover are scratched, the angulation was low. It was also noted the plastic distal end cover, light guide (lg) adhesive is discolored. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly. Report source: "if other, specify" = (B)(6).

Event description:
The customer reported to olympus that during preparation for use, the evis exera ii duodenovideoscope, elevator was not properly moving up and down. Upon inspection and testing of the customer returned device, it was observed foreign material was observed in the forceps channel. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the customer follow up. If additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on feedback from the field. Please see additional information to b5 of the initial medwatch. Olympus will continue to monitor field performance for this device.

Event description:
It was later provided the event was found during routine inspection and there was no procedure or patient was involved.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Attempts to retrieve additional information from the customer are in progress. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the root cause is unable to be determined. However, the likely cause is due to broken k-wire resulted in the forceps elevator did not function and reprocessing under forceps elevator was insufficient, which led to the foreign material remaining in place. Furthermore, the brushing method of/around the forceps elevator differed from IFU recommendation. It is also likely the facility staff was less trained in device handling, usual reprocessing, and reprocessing before returning device for repair in accordance with IFU. The event can be detected/prevented by following the instructions for use (IFU) which state: IFU (reprocessing manual) says about an infection-control risk caused by insufficient reprocessed device at ¿chapter 1 general policy¿ as below: ¿all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope.¿ IFU (reprocessing manual) details reprocessing method of/around forceps elevator at ¿manual cleaning:brush the forceps elevator¿. Since IFU (operation manual) specifies on foreign material at/around forceps elevator in ¿inspection of the endoscope¿, the suggested event was detectable. ¿returning the endoscope for repair thoroughly clean and high-level disinfect or sterilize the endoscope before returning it for repair. Improperly reprocessed equipment presents an infection control risk to each person who handles the endoscope within the hospital or at olympus.¿ if additional information becomes available this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.